Event description:
The iab was inserted into the pt on 11/19/97 and removed on 11/20/97 at 9:00 a.m. The iab did not malfunction. The pt had major ischemia, removal of the iab and surgery were required. (Event complications: major ischemia/surgery required- reported 1/30/98.) (Pt's current status: discharged- reported 1/30/98.)